Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) developed device pocket erosion with the s-ICD itself partially exposed. The physician decided to explant the device and leave the electrode implanted. After the area of erosion heals, a new device will be implanted. The erosion is suspected to be due to device migration, potentially due to patient movement. No signs of infection. No other adverse patient effects were reported. The explanted device was disposed at the facility.